Event description:
The surgeon reported the dermatome was chopping the graft. The surgeon was unable to achieve a good graft with the use of this particular unit. The dermatome was exchanged and the graft was achieved. The surgeon using padgett bladed with a setting of 0.105.